Manufacturer narrative:
Manufacturer¿s investigation conclusion the reported event of a s3 alert was confirmed via the log file reviewed in the console investigation, pi-2019-0039630-01. The centrimag motor (serial #: (B)(6)) was returned to ppe for analysis. The motor cable underwent resistance and insulation testing and when the motor cable was manipulated at the motor end, the connections hx/hy failed resistance testing. The motor passed insulation testing. The centrimag motor was returned to the service depot for analysis. The returned motor was evaluated. The service depot verified the complaint via ppe¿s investigation of the motor. The motor failed for cable breakdown. The motor cable was inspected per field action ¿fa-q318-mcs-1¿. The root cause for the reported s3 alert was not conclusively determined through this analysis; however, the observed conductor breakdown in the motor cable may have contributed to the reported s3 alert. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - the motor is not a single use device. The approximate age of the device from the date of manufacture is 9 years. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device as of (B)(6) 2019. It was reported that over the weekend the system products an s3 alert. The primary console, flow probe and motor were exchanged. The patient was on veno-arterial ECMO and did not have complications related to the failure and was quickly switched to the backup console and support was resumed.